Manufacturer narrative:
No product was returned for eval. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reportable event could not be conclusively determined. The angio-seal device instructions for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported following a percutaneous coronary intervention (pci), a pre-insertion angiogram was performed and an angio-seal was deployed. The physician stated that during the sheath exchange, the pt developed a hematoma. When the physician deployed the device, it was difficult to determine the location for angio-seal deployment because of the hematoma. Following deployment, bleeding occurred and manual compression was applied for 2 hours. An ultrasound was performed and revealed a large hematoma that was still bleeding. The pt was transferred to another hosp for a vascular consult. The physician stated that he deployed the angio-seal subcutaneously and this was his error. The pt has recovered and has been discharged.